Manufacturer narrative:
Product complaint # (B)(4). Additional information provided: I have many more photos. From (B)(6) 2022 through (B)(6) 2023. Are just a couple examples. I'm in his waiting room now. He canceled on me at the last minute a few weeks ago. I have photos showing hives months later. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # :(B)(4). Additional information: h6 component code: g07002 - device not returned d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available additional information provided: she has concerns that her md was not taking her report of this reaction seriously and so she is reporting this because she feels that her md will not report it to the FDA. She states she will also contact (B)(6) hospital to report this problem to them. Additional information received for report mw5108923 on 04/07/2025. The reporter called regarding prineo dermabond closure system. The report mentioned she wants to add details regarding brand name as ethicon/ medteck/ johnson and johnson prineo dermabond closure system which was applied by dr (B)(6). The device information states contraindicated for widespread use on torso. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is a photo available of the patient reaction? If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Per user facility medwatch form, #mw5108923, until after having breast reduction surgery on (B)(6) 2022, and dermabond was again used "from armpit to armpit." She followed post-operative wound care instructions but again noticed itchy, irritated and reddened skin that this time progressed to a severe rash, those symptoms beginning on unknown date 2022. She took benadryl; however, the rash continued to get worse. She called her md to report her symptoms but felt he was dismissive of her concerns. She then proceeded to an in-office visit to have the rash/reaction evaluated. She was prescribed a course of medrol from unknown date in 2022, and although her symptoms improved, the itchy and bumpy rash is not entirely resolved. Also, she wants to add details regarding the adverse events she experienced are peeling off, pain, fever and allergic hives, for which she took steroids and antihistamines for two months. Unknown if the device was available for return. Additional information has been requested.

Manufacturer narrative:
Product complaint:(B)(4). A voluntary medwatch form was received: mw5108923 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.